Event description:
Patient came to the ed intoxicated, and wanted assistance with stopping drinking. An acuvance plus 20g 1.25" IV catheter was placed and various medications were given to assist with detoxification. Pt became combative and removed her own IV and required 4 point restraints. It was noted when the IV was removed that only 0.25" was attached to the hub. Pt required vascular surgery to locate and remove the tip.